Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump had to be removed do to an infection. No other event details were provided. The pump medications were bupivacaine and morphine. It was unclear if those were the exact medications for the pump when the infection occurred. Additional information has been requested, but was not available as of the date of this report.